Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient reports while priming a pod they received a communication error. The patient reports they had used a pod in which is not compatible with the op5 controller. In addition the patient reports after receiving a communication error they had attempted to manually apply a pod without the controller. No further information has been provided as to this event,